Manufacturer narrative:
Other text: device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked. Review of the event history log showed primary audible alarm bgnd test, followed by secondary acu watchdog failure occurred. Functional testing involved powering up the pump and occlusion testing. The reported issue was not duplicated during the investigation, no damage to the speaker was found. The speaker was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave an acu watchdog failure. It us unknown if there was patient, or clinician injury associated with this occurrence.